Event description:
The article titled "balloon kyphoplasty combined with posterior instrumentation for the treatment of burst fractures of the spine- 1-year results" consists of adverse events regarding nonsynthes product. Asymptomatic cement leakage was detected in 2 vertebral bodies. In 1 case, an intradiskal leak occurred, and in another case, a paravertebral leak into the local venous system was observed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).